Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with ketones on (B)(6) 2019 with blood glucose level was 230 mg/dl. The customer was assisted with troubleshooting. Customer stated that he was in the ICU. The customer was treated with insulin drip, lantus and fluids. Customer stated that he was in diabetic ketoacidosis causing him to go into the hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. No buzzing noise when the back light was activated. No rainbow screen display anomaly noted during testing. No cosmetic damage noted. No moisture damage noted on the electronic assembly or on the motor.